Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 67-year-old male patient presented in the or for an evar procedure. A centrally positioned access was gained utilizing ultrasound guidance and a micropuncture kit. The arteriotomy was 8.6mm, clear of calcification and tortuosity, with a measured deployment depth of 6cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheath. Following the evar, an 18f manta device was deployed to the measured depth in the right common femoral artery; hemostasis was less than one minute. Following the post-angiogram injection, extravasation was present, and manual pressure was applied for five minutes. A follow-up angio verified the extravasation had partially diminished, and manual pressure continued for another five minutes. Following the removal of the patient's drape, the groin was palpated, and a hematoma h ad formed. A hematoma is a common large-bore procedural complication and does not indicate a device failure. The physician chose to perform a cutdown. During surgical intervention, the manta was seen in the proper position although the vessel was torn. Sutures were applied to the vessel to complete closure, and the patient was sent to recovery. Patient outcome post-procedure was fine and discharged the following day. There is believed to be no device failure. The device was successfully implanted and verified to be in the correct position at surgical intervention. A determination of the root cause of the vessel damage requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the initial and deployment procedures, patient environment and conditions, and no angiograms or devices returned for investigative purposes. Local trauma to the femoral or iliac artery wall, such as dissection, and access site complications leading to a hematoma possibly requiring surgical repair and endovascular intervention are listed in the manta instructions for use and are identified as potential adverse events associated to the deployment of the manta vascular closure device. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma. Precautions in the IFU state if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: an 18fr manta was deployed, hemostasis at the groin was achieved. During post angio estrav was present so we applied manual pressure for 5 minutes. Another angio was done and the extrav was much less so they applied manual pressure for another 5 minutes. Patients drape was removed. I asked if all was well, the groin was palpated , and a hematoma had formed. Physician cut down. Manta was in proper place but per md the vessel was torn. He sutured the vessel , and the patient was closed up and sent to the floor. Additional information: micro puncture and ultrasound were utilized to gain a central positioned access in the right common femoral artery. Vessel size was 8.6mm with no reported calcification or tortuosity. Measured depth for the manta was 6+1cm. Post closure there was extravasation and a hematoma formed so the physician did a surgical cut down. The patient was reported as fine post the procedure and was discharged the following day.

Event description:
It was reported that: an 18fr manta was deployed, hemostasis at the groin was achieved. During post angio estrav was present so we applied manual pressure for 5 minutes. Another angio was done and the extrav was much less so they applied manual pressure for another 5 minutes. Patients drape was removed. I asked if all was well, the groin was palpated , and a hematoma had formed. Physician cut down. Manta was in proper place but per md the vessel was torn. He sutured the vessel , and the patient was closed up and sent to the floor. Additional information: micro puncture and ultrasound were utilized to gain a central positioned access in the right common femoral artery. Vessel size was 8.6mm with no reported calcification or tortuosity. Measured depth for the manta was 6+1cm. Post closure there was extravasation and a hematoma formed so the physician did a surgical cut down. The patient was reported as fine post the procedure and was discharged the following day.

Manufacturer narrative:
(B)(4).